Manufacturer narrative:
Additional information: according to the information received from the field the active electrode partially migrated out of cochlea, leading to a decline in hearing performance. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user has been reimplanted.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Further medical steps are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode partially migrated out of cochlea, leading to a decline in hearing performance. Further possible proceedings have not been reported yet.